Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a decreased monitoring voltage while still in the box. A manual capacitor reformation was completed and although the charge time decreased from the prior charge time, battery status did not improve.